Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my left coil was embedded into my back muscle') and device dislocation ('they (coils) weren't where they prob should have been') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "dr who did the essure shot two coils in my left tube and one in the right" and device physical property issue "left coil was longer than the right. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("my left coil was embedded into my back muscle"), pelvic pain ("constant pain"), scar ("scar tissue") and hypoaesthesia ("numbness") and was found to have weight decreased ("I have dropped 25 ibs"). The patient was treated with surgery (da vinci essure removal along with both tubes). Essure was removed. At the time of the report, the embedded device, device dislocation, device expulsion, pelvic pain, scar and weight decreased outcome was unknown and the hypoaesthesia was resolving. The reporter considered device dislocation, device expulsion, embedded device, hypoaesthesia, pelvic pain, scar and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: they (coils) weren't where they prob should have been. Concerning the injuries reported in this case, the following one/ones were reported from social media : device dislocation, device expulsion, embedded device, hypoaesthesia, pain and scar, device use issue, device physical property issue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Event I have dropped 25 ibs was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my left coil was embedded into my back muscle') and device dislocation ('they (coils) weren't where they prob should have been') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "dr who did the essure shot two coils in my left tube and one in the right" and device physical property issue "left coil was longer than the right". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("my left coil was embedded into my back muscle"), pelvic pain ("constant pain"), scar ("scar tissue") and hypoaesthesia ("numbness") and was found to have weight decreased ("I have dropped 25 ibs"). The patient was treated with surgery (da vinci essure removal along with both tubes). Essure was removed. At the time of the report, the embedded device, device dislocation, device expulsion, pelvic pain, scar and weight decreased outcome was unknown and the hypoaesthesia was resolving. The reporter considered device dislocation, device expulsion, embedded device, hypoaesthesia, pelvic pain, scar and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: they (coils) weren't where they prob should have been. Concerning the injuries reported in this case, the following one/ones were reported from social media : device dislocation, device expulsion, embedded device, hypoaesthesia, pain and scar, device use issue, device physical property issue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my left coil was embedded into my back muscle') and device dislocation ('they (coils) weren't where they prob should have been') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "dr who did the essure shot two coils in my left tube and one in the right" and device physical property issue "left coil was longer than the right". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("my left coil was embedded into my back muscle"), pelvic pain ("constant pain"), scar ("scar tissue"), hypoaesthesia ("numbness") and gingival bleeding ("bleeding gums") and was found to have weight decreased ("I have dropped 25 ibs"). The patient was treated with surgery (da vinci essure removal along with both tubes). Essure was removed. At the time of the report, the embedded device, device dislocation, device expulsion, pelvic pain, scar, weight decreased and gingival bleeding outcome was unknown and the hypoaesthesia was resolving. The reporter considered device dislocation, device expulsion, embedded device, gingival bleeding, hypoaesthesia, pelvic pain, scar and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: they (coils) weren't where they prob should have been. Concerning the injuries reported in this case, the following one/ones were reported from social media : device dislocation, device expulsion, embedded device, hypoaesthesia, pain and scar, device use issue, device physical property issue, gingival bleeding quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case 2020-061640 including: reporter¿s information, source document, event bleeding gums has been transferred to this case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('my left coil was embedded into my back muscle') and device dislocation ('they (coils) weren't where they prob should have been') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "dr who did the essure shot two coils in my left tube and one in the right" and device physical property issue "left coil was longer than the right". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("my left coil was embedded into my back muscle"), pain ("constant pain"), scar ("scar tissue") and hypoaesthesia ("numbness"). The patient was treated with surgery (da vinci essure removal along with both tubes). Essure was removed. At the time of the report, the device dislocation, device expulsion, pain and scar outcome was unknown and the hypoaesthesia was resolving. The reporter considered device dislocation, device expulsion, embedded device, hypoaesthesia, pain and scar to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: they (coils) weren't where they prob should have been. Concerning the injuries reported in this case, the following one/ones were reported from social media: device dislocation, device expulsion, embedded device, hypoaesthesia, pain and scar, device use issue, device physical property issue. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.